Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that all the keypad buttons were under responsive to user presses. The reporter noted that there was moisture behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: during investigation, there was moisture found in the display lens. A leak test was performed and failed indicating a pump case leak. The under responsive keys were not able to be duplicated. Unrelated to the original complaint, the keypad cover was removed and there was contamination found. The pump powered on to a dim and discolored display. The pump case was removed and there was evidence of moisture and corrosion throughout the pump; there were cracks in the case near the display.